Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had receive unexpected restart as well as blank display and failed battery alarm. The customer¿s blood glucose level was 90 mg/dl. The customer declined to troubleshoot. The product will not be returned for analysis.